Manufacturer narrative:
(B)(4). Date sent: 2/28/2024. D4: batch # 367c21. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec60a device was returned with the anvil bent upwards, joint cover damaged and with an gst60g reload loaded on the device. The reload was received partially fired 2/3 with some b-formed staples on the deck. Upon visual inspection of the knife, it was noted to have nicks. No functional test was performed due the condition. The event reported was confirmed and it is related to improper use of the device. One possible cause for this type of damage to the knife and the anvil is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 367c21, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. D4: batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an robotic low anterior resection procedure, attempted to staple via assistant port. Stapler got stuck in closed position over rectum. It was not possible to open jaws nor fire properly. Because of this there was a prolonged operation time, increased blood loss and decision was made not to perform an anastomosis. In the end the patient received a stoma. The procedure was not completed successfully.